Event description:
It was reported, the customer received a button error alarm. Customer also stated their insulin pump was not delivering insulin to their body. The customer's blood glucose was 5.9 mmol/l. The customer also reported their screen was scrolling without input prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm. Numbers do not ramp up on its own or scroll bar moving with no input. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.